Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the identified symptom door not fully latched alarm through the identification of door jammed alarms within the device history log, but did not reproduce it. Eval determined the identified symptom to be caused by cracked threaded insert bossed and raised threaded inserts causing separation between front case and mechanism assembly resulting in the inability to open and close the door properly. The front case assembly was replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a door not fully latched alarm. There was no pt involvement.